Event description:
It was reported that the patient was intubated through the nasotracheal tube on (B)(6) 2024 and by (B)(6) 2024 the airbag was discovered to be gradually leaking. Per reporter, the pressure of the airbag was observed every shift, and on (B)(6) 2024, the leakage was serious, and the doctor assisted in replacing the nasotracheal intubation. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6) hospital". Address line 1(B)(6). H3/h6: no device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.